Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch ultramini meter was powering off during use. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began two weeks prior to contacting lifescan. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of "lightheaded, sweaty, tired and dry mouth" couple of hours later. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca confirmed that the battery needed to be replaced on the meter. The patient did not have a battery available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms after the alleged issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.